Event description:
Received info stating that insulin was leaking from the septum of the cartridge. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up report will be submitted.